Event description:
It was reported that the aseptic battery housing, originally received by the repair centre for preventive maintenance, had a detached lid with a damaged hinge and lock. Attempts have been made and no more information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: belgium. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Corrected data: h6; component code 772 - cover has been corrected to 3083 - locking mechanism. Review of the most recent checklist determined the lid was broken off at the hinge and the locking mechanism had a breakage. Sent back to customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.